Manufacturer narrative:
Follow-up # 1 date of submission 07/16/2014 - device evaluation:the meter has been returned and evaluated by product analysis on 07/07/2014 with the following findings: a review of the pump¿s black box history showed that multiple alarms related to the complaint were recorded. During testing, the pump powered on to the ¿verify¿ screen in accordance with normal operation. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked between the case seal and the battery cap. The complaint of the blank display screen was observed in the pump history but was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.